Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lead was explanted, it came out in two pieces. It wasn't fully determined if the lead was fractured and in two parts while in patient¿s body or broke during explant. It was noted that the patient falls a lot as a possible factor that could have contributed to the issue. The lead was explanted and replaced.